Event description:
It was reported that at the end of a procedure where a farawave catheter was selected for use, the physician was removing the catheter from the faradrive sheath in the right atrium. When attempting to undeploy the catheter from the flower configuration, it did not fully undeploy. The physician encountered resistance while trying to retract the catheter into the sheath and had to forcefully remove it. After removing the sheath, the physician observed small cords protruding from the distal end of the catheter. The physician then redeployed the catheter into the flower configuration and attempted to undeploy it again. The catheter remained in a small basket configuration, and the cords retracted back into the catheter. At that point, one of the cords detached from the catheter. The procedure was completed, and no patient complications were reported. The device is expected to be returned for laboratory analysis.